Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded keypad traces. No number ramping on display or display scrolling was noted. The pump also had missing end cap sticker. No moisture damage was found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 92 mg/dl. The customer stated that the buttons were not functioning at all. The customer stated that when she tried to give a bolus, the pump stopped responding to the down arrow and continued to scroll from 0 to 30. The customer stated that the numbers were ramping on its own. The customer stated that she was sweating on a bike ride. The customer stated that one side of the pump was dewy with sweat. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.